Event description:
Caller states, the patient obtained the following results on the inform system 1 in comparisons that were within 10 minutes: 331mg/dl and 165mg/dl; "hi" (>600mg/dl) and 244mg/dl, caller also states that patient tested 170mg/dl on inform system 1 and 383mg/dl on inform system 2 within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in inform system 1. Reference medwatch with (B)(4) for suspect device in inform system 2.